Event description:
During verification testing at the service center, when plugged into ac power, sparks and charring were noted at the ac receptacle and the power cord of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report presents all the info known by the reporter upon query by hospira personnel.